Manufacturer narrative:
The stryker product assessment center evaluated and confirmed the reported issue. The device was disassembled and it was found that the red energy capacitor wire was disconnected from the j17 spade connector. A disconnected capacitor wire will cause the device to not deliver defibrillation energy. When capacitor wire was reconnected, the issues were resolved. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.